Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a taxus express2 3.0x12mm drug eluting stent to the extremely tortuous, calcified mid right coronary artery (rca), but resistance was met on a calcified bend. The artery was in the shape of an "m." Resistance was met upon catheter withdrawal. An aggressive attempt was made to pull back the catheter, but it "stuck in the calcium," and the stent dislodged in the mid rca. The guidewire remained in place so the physician was able to advance a maverick 3.0x12mm balloon to inflate and deploy the stent in the mid rca. The stent was well positioned and well apposed. No pt injuries or complications were reported. Pt status post procedure was noted ok.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.